Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9734477 (unknown/serial/lot). H3, h6) the system was serviced in the field and the issue could not be duplicated. The customer reported they rebooted the system when the issue occurred and they found that the computer fan was running and the system could not operate. During the inspection, however, the system operated normally and no faults were found. The manufacturer representative did internal hardware cleaning and testing was repeated and still no faults were found. Codes b01, c19, and d14 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that there was a monitor black screen issue. There was no patient involvement.